Manufacturer narrative:
Device evaluation of monitor (B)(4) was completed. The reported problem (failed functionality testing) was confirmed. Upon investigation the monitor failed a pulse test. The monitor delivered a 95.4j pulse and then reset. The cause for the pulse test failure was isolated to a shorted u18 mosfet driver on the defibrillator pca. The root cause for the shorted u18 mosfet could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming functionality testing.